Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose was 280 mg/dl. Customer reverted to manual injections for insulin therapy.